Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The patient sample was not provided for investigation and the root cause could not be determined. A reagent related issue seems very unlikely. This is supported by the fact that the elecsys tsh values were verified by a competitor system and the calibration data provided was within the expected range. No adverse events were reported.

Event description:
The customer received questionable thyroid stimulating hormone (tsh) results for one patient sample when tested on a cobas 6000 e601 module (serial number not provided). The initial tsh result was 3.86 miu/ml. The result was reported outside the laboratory. There was no intervention or drugs given to the patient. The sample was sent to an outside laboratory and repeated on an abbott architect where it recovered 2.92 miu/ml. The result was reported outside the laboratory. The patient was not harmed. The patient is stable and was shifted to the pay ward of the hospital.